Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pump history indicated that the pt was not administering required insulin boluses, and the pt's father reported that the pt had not been compliant with her treatment regimen. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.